Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was not implanted as the physician had difficulty getting good values, thus this ra was not used and will not be returned. No adverse patient effects were reported.